Event description:
Pt was hospitalized for revision spinal cord stimulating electrode and extension due to infection. During procedure an insulation break in the resume lead was found as well as signs of a healing burn.